Event description:
The reporter stated the surgeon attempted to insert a 20.5 diopter cq2015 collamer three piece lens but as the lens was being ejected through the cartridge, the cartridge split and tore the lens. There was pt contact but no injury. The reporter stated the cause of the lens tear was due to the cartridge.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens protruding from the cartridge slit. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusion:no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.